Event description:
The customer reported to baxter healthcare corporate product surveillance one (1) one-link non-dehp microbore catheter extension set in which an unspecified syringe became separated from the device during patient use. The customer observed that the syringe has to be "straight on" when connecting to the one-link to ensure a secure connection. There is patient involvement; however, there is no patient injury or adverse event associated with this report. No further information is available.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. If additional information becomes available, a follow-up report will be submitted.